Manufacturer narrative:
Patient weight was reported as (B)(6); however, no unit of measure was provided. Location where event occurred was reported as "customer" . The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that a patient capillary sample was tested on the coaguchek xs system with a result of 3.5 inr. At the same time, a venous sample, obtained from the same patient, reportedly measured 2.3 inr on an unspecified laboratory instrument. No action based on the coaguchek xs result was reported and no adverse event occurred.